Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Corrosion was observed on the mechanism rail, bottom battery and bottom pulley pin. Evidence of fluid was observed on the commutator cap. A leak test was performed was performed, but no leak source could be found. The cause and timing of the corrosion could not be determined. The commutator cap was also found to be damaged. Although damage was observed, it did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found crooked.